Event description:
Beginning in (B)(6) 2016, I started getting periodic jolts, at least once a week. It sounds like a loud pop, feels like an electric shock and lifts me up. I have made numerous trips to my cardiologist, they tested my pacemaker since it didn't register, it was all in my head. The doctor who installed said it was post traumatic stress syndrome. St. Jude representative that tested it on the hospital, said it was all in my head. My family checked on the internet and found that I was not the only one having problems with durata, my cardiologist turned my pacemaker off. I still got jolts, so I had them turn it back on. I was concerned that it was off. Could it be a problem with the leads?